Event description:
It was reported that the patient experienced inflation anomalies with this ambicor penile prosthesis (app). A surgical procedure was performed and the device was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Event description:
It was reported that the patient experienced inflation anomalies with this ambicor penile prosthesis (app). A surgical procedure was performed and the device was removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams ambicor penile prosthesis (app) cylinders were visually inspected, leak tested and examined under a microscope. The app cylinder 1 had wear at the corner of a fold by the medial and proximal body and a leak was found. The app cylinder 2 had wear at a fold by the proximal and medial of the body; no leaks was found. The pump kink resistant tubing (krt) had wear down to the filament by the strain relief junction; no leaks were found. The analysis of app cylinder 1 identify the leak from wear at a fold could lead to inflation issue as reported in the event. Product analysis was able to confirm the reported allegation.